Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during an infusion of blood at a rate of 15 ml/hr with a volume to be infused of 300 ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that a spectrum pump under infused blood during therapy. The device was programmed on the blood setting to deliver 300ml of blood at a rate of 150m/hr. The customer observed drops dripping slower than 150ml/hr and the infusion took 4 hours to infuse. The device was tested by the customer biomedical engineer using sodium chloride and found the device to function as designed. There was no known patient injury or medical intervention associated with this event. No additional information is available. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.